Event description:
According to the report, a surgeon indicated that he believes bioglue causes necrosis.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. (B)(4).

Manufacturer narrative:
According to the report, a surgeon indicated that he believes bioglue causes necrosis. This information was obtained through a colleague of the surgeon and not directly from the surgeon. Multiple attempts were made to obtain additional information from the surgeon. However, these attempts did not yield additional complaint details. The bioglue lot number was not reported with the complaint details. Therefore, a review of shipping records was performed to identify lots that may have been available at the time of the procedure. The date the procedure occurred on was also not reported with the complaint details. However, additional information received from the cryolife representative for this hospital indicated that the hospital had a significant decline in bioglue usage that most likely correlates with the time this event occurred. Lots from this time period were reviewed by quality control and were found to meet all manufacturing specifications. With the available information, no definitive conclusions can be made. However, should additional information become available at a later time the complaint with be reopened and the information will be evaluated.